Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR report#1627487-2016-01811. It was reported the patient's peripheral scs system is no longer providing adequate pain relief. Reportedly, the patient was never seen for reprogramming; however she's requesting a system removal. Follow-up identified surgical intervention was undertaken on (B)(6) 2016 during which time the scs system was explanted.